Event description:
Report received of a pump turning off during infusion of levophed with no alarm alert. The customer contact reported that the pt was post open-heart receiving a levophed infusion of 16mg in 250ml of solution infusing at an unknown rate. According to the customer contact, the pump was plugged into the wall and "turned off" without any alarm. It was reported that the pt's blood pressure "immediately dropped to 30" systolic. A nurse was reportedly at the bedside and removed an unspecified amount of levophed from the IV bag and administered it to the pt IV piggyback while another staff member obtained a different pump for the pt. Once the replacement pump was in use with the pt, it was reported that the blood pressure increased, and there was no further incident with the pt. Though requested, no further info was available.